Manufacturer narrative:
Samples are collected in plastic vacutainer tubes and tested in an average of 5 minutes. Controls are run daily and were run before the incident and recovered within range. The unit is currently performing within published specifications. A field service engineer (fse) went on-site the day of the event and determined that the hgb and hct were erratic due to intermittently high rbc. The fse observed air in one of the rbc filters and consequently replaced both rbc bath filters and verified the repair per established procedures. Results met published performance specifications. The root cause for erratic results is attributed to air in one of the rbc filters causing intermittently high rbc. Per bec labeling, "beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. If any flag appears, review the results according to your laboratory's protocol."

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the hemoglobin (hgb) and hematocrit (hct) results on their coulter act diff 2 analyzer were not matching. When the samples were re-run, the hgb and hct matched; however, the rbc changed significantly on some of the samples. The results provided by the customer are shown in the attachment. Review of the data showed rbc values significantly lower on re-run for six of the seven representative patient samples provided by the customer; rbc was higher on re-run for sample 4. An instrument generated flag ( * ) was present for plt and mpv on the initial and re-run results for samples 2 and 6. Rdw was also flagged on the re-run for sample 2 as well as wbc on re-run for sample 6. Since rbc is a factor in calculating mch, mchc and hct, these parameters were also impacted; this resulted in the h/h check fails observed by the customer. Erroneous results were not reported outside the laboratory. No death or injury is attributed to this event and there was no change to patient treatment. Per customer, they obtained correct results on (B)(6) 2011 following the fse repairs by re-running the samples and performing a delta check against a previous analysis of the same patient's blood.